Event description:
The catheter was inserted on (B) (6) 2009, in the right basilica vein. On (B) (6) 2009, the nurse found a slit in the catheter. When the sample was received the catheter was broken in two pieces. The catheter was completely removed from the pt without any harm.

Manufacturer narrative:
The sample was received on 05/15/2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).